Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via a competitor's implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had experienced an issue with a competitor's pump which was spliced to a manufacturer's catheter. The patient had gotten the competitor's pump implanted when their old pump had reached end of service. It was stated that the patient had a full pocket of cerebrospinal fluid, which the doctor believed was where the competitor's catheter was spliced to the existing manufacturer's catheter. It was believed around 6 months ago the patient was nauseous and having headaches. A new manufacturer's pump was implanted on (B)(6) 2017 and an 8578 connector was spliced to the existing 8709 catheter. The new pump was not filled with drug, but was filled with preservative free normal saline. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient and their spouse reported the issue. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the catheter caused a spinal cord leak and leaked medication into their body. No further complications were anticipated/reported.